Manufacturer narrative:
The electrode lot number and expiration date were not provided. The customer replaced the electrodes and performed calibrations. It was noted that the electrodes had not been changed since november 2024 and were overdue for replacement. Per product labeling, the sodium electrode on-board stability is 2 months or 9000 tests. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium results from the cobas 6000 c501 module. The customer stated all samples are running high, and when repeated on their other cobas instrument, there is a difference of "approximately 5 points". One example was provided of an initial result of 147 mmol/l and a repeat result of on another cobas analyzer of 139 mmol/l.

Manufacturer narrative:
The investigation determined the event was due to an off-label use of the electrode, as it had not been changed since (B)(6) 2024. The investigation did not identify a product problem.